Manufacturer narrative:
(B)(4).

Event description:
It was reported that following greenlight xps procedures, 3 male patients were noted to have post surgical complications of incontinence and burn in urethra and bladder. Additional information not provided. This report is for the third male patient/procedure

Event description:
Physician with xps "180w. 342.000j: secondary effects: bladder inflammation, bladder burn anterior 2cm and osteitis pubis serious."